Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the cause of the reported thermal event. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that patient's controller had caught fire and emitted smoke from the battery compartment, while charging. The patient reported falling on her controller last year and cracking the screen. The patient is unsure where the device is currently, and reported she was using a loaner controller, from her healthcare provider. Patient reported using an insulet provided charging cord. No patient harm was reported, nor did the patient require any medical treatment. The patient was sent a replacement controller.